Event description:
A racer rx peripheral stent, diameter 6mm, length 18mm, was intended to treat a lesion in a patient. A stent fracture was reported to have occurred. The product was removed and discarded. Patient was ok post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation results: (no information available). Device discarded.